Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and provided the therapy connector part number information. Follow up with the customer found that the facility biomed replaced the device therapy connector and hard paddles assemblies to resolve the reported problem. Proper device operation was confirmed and the device returned to service for use.the removed therapy connector or hard paddles assembly were not returned to physio-control for analysis. Therefore, further cause for the reported problem could not be determined.

Event description:
The customer reported that one of the pins from the hard paddles assembly was broken off inside the matting therapy connector. The device could not provide defibrillation therapy in the reported condition. The caller informed that he was replacing the therapy connector and hard paddles. There was no patient involvement associated with the event.